Event description:
It was reported that customer experienced depleting battery. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, no additional troubleshooting or corrective actions were documented, and no further action was taken.